Event description:
The manufacturer received information from a third-party service center following the evaluation of a remstar auto device returned as part of the uno recall process with no initial alleged complaint. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the devices power connector was burnt, and error code 53 was logged. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.